Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that both stations had frozen on a blue screen. A technical support specialist (tss) reviewed event viewer logs, identifying event ID 172 (task category 203) indicating 'connectivity state in standby, disconnected, reason: nic compliance.' Tss verified lan adapter settings and confirmed power saving options were already disabled, rebooted both stations, and installed pending windows updates on the chanes1 station. A system file checker (sfc) scan was run on both stations, which detected and resolved system file corruption. No further issues were identified. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, station was frozen on blue screen and had to be hard to restart. There were no adverse events or injuries reported based on this event.